Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic roux-n-y procedure. While creating the pouch, the stapler was able to fire, but the handle was cracked and the staples weren't completely formed. It was the 3rd firing with that handle (one on the mesentery and the second on the stomach - lesser curve) it worked normally for the first 2. The staple line did not complete and left open unformed staples. It damaged the serosa. Fixed by using a purple load more proximal (left a very small pouch) and the oversew the excluded stomach staple line. The case was completed using a new handle. The patient was alive with no injury. Female patient with normal appearing stomach. In retrospect it seemed like the tissue was too thick, very unusual for a female patient and occurring on the second firing on the stomach. Usually the first firing should be the thickest.